Event description:
Baxter australia reported a "minicap fell of the pts' extention set after being placed on the set correctly." Per baxter australia, there was no pt injury or medical intervention associated with this incident.